Event description:
It was reported that the customer had a high blood glucose but not hospitalized. The customer's blood glucose level was 407 mg/dl. The customer offered to transfer but declined. The customer requested no further assistance.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).